Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head was returned with five bands attached. The ligator teeth were bent. The handle has marks of the trip wire being secured. The slack was not taken up from the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the device returned with the ligator housing with five bands still attached to it, the teeth were found bent and the handle has evidence that the trip wire was secured. However, the slack doesn't seem to have been taken up from the handle slot. These suggest that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the device was used in a manner inconsistent with the labelled indications. "Take up slack by pulling proximal end of trip wire on handle unit. ", however, it was found that the slack wasn't taken up from the handle slot. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. It's most likely that once the bands were tried to be released from the suture, the bent on this ligator housing teeth affected the band deployment. It's a possibility that the bands were also not being deployed by the previously seen failure which was that the trip wire slack wasn't taken up. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.